Event description:
When drawing a blood sample from a kids kit, the rn noted air in line.  She notified charge nurse and educational nurse coordinator (enc).  Charge rn and enc assessed line and noted air was entering line from blood sample access port.  Kids kit was removed from patient's line and line was cleared of all air.  Kids kit was saved.